Event description:
It was reported that after placed the catheter into patient, they tried to flush it and found that when they pushed saline into purple port, some blood was flow out from red port. They flushed the red port several time but still same problem. Doctor replaced a new catheter to complete the surgery, replacement finally ok.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of interluminal communication is inconclusive due to the state of the returned sample. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue throughout and within the returned sample. A microscopic observation revealed a large amount of biological residue around the valve slits of the catheter. An attempt was made to flush both lumens of the returned sample; however, both lumens of the catheter were found to be partially occluded. No leaks were found during infusion or when the distal tip of the catheter was clamped and each lumen was pressurized. The sample was flushed again and, after biological residue was shifted within and expelled from the catheter, both lumens became fully occluded. No leaks or indications of interluminal communication were found in the returned sample. No interluminal communication could be found within the returned sample; however, the amount of biological residue within the returned catheter may have prevented the alleged issue from being exhibited. Therefore, this complaint is inconclusive due to the state of the returned sample. A lot history review (lhr) of reeq1396 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeq1396 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after placed the catheter into patient, they tried to flush it and found that when they pushed saline into purple port, some blood was flow out from red port. They flushed the red port several time but still same problem. Doctor replaced a new catheter to complete the surgery, replacement finally ok.